Event description:
It was reported that stimulation was turning off on the patient for the past ¿few weeks to months.¿ the manufacturer¿s representative (rep) was planning on meeting with the patient the following week to check the patient¿s system. The rep. Met with the patient and no impedances were checked. Manual reprogramming was done. Group a worked well so group b was manually assigned the same settings. The patient used their stimulation very low, 0.55 volts, and did not feel stimulation. The only reason the patient checked his patient programmer (pp) was when he started to have shoulder pain. The rep. Did not confirm with the patient how he checked his stimulation with the pp. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a290, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).